Event description:
Previous medwatch submission noted capsular contracture. Upon further information, abbvie has determined that this record is a duplicate record. Please see MDR 9617229-2024-08723-00 as the operating record related to this complaint.

Manufacturer narrative:
Clarification to h.1. Type of reportable event: there are no reportable events associated with this complaint record. Please see MDR 9617229-2024-08723-00 as operating record.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side "leak," and capsular contracture, baker grade unknown. The device has been explanted.